Event description:
It was reported that a device displayed an error 105 message. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received the device in question. The evaluation confirmed the reported symptom "error 105" caused by a failed motor (flex). The motor assembly was replaced.